Event description:
Patient reported when they close their mouth their upper teeth are not touching the right bottom side, the bite harder on the left side. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Health effect: clinical code: unspecified musculoskeletal problem. Medical device problem code: unintended movement and structural problem.